Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.